Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise reversions. The lead was capped and replaced. The patient was fine.

Manufacturer narrative:
(B)(4).